Event description:
It was reported in a remote transmission that the patient implantable cardioverter-defibrillator (ICD) exhibited post paced t-wave oversensing; resulted in non-sustained right ventricular over-sensing episodes due to fusion. The patient had no adverse consequences.